Event description:
It was reported that during a breast biopsy procedure the customer was able to retrieve only 1 sample. Troubleshooting/dry taps were attempted and no further samples were retrieved. The system did not deliver any error codes; the device was exchanged iwth a second device and the procedure was completed with no pt consequence.